Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with a report of the touchscreen not working well, could not make the numbers work and could not put the pump on standby. The specific details were provided. There were no reports of any adverse patient events or delay in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen test. The probable cause is due to the device touchscreen being out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.